Event description:
The reporter stated that he experienced er1 messages in the past. He can't remember what his result was when he retested. He did not seek medical attention and took his oral medication as usual.